Manufacturer narrative:
(B)(4). Additional information: during the event history log review of the homechoice machine involved in the event, the system error (se) 2367 was found to be preceded by a se 2240 (air in tubing) alarm. The cause of the se 2240 was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported.the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2367 alarm (resume error, critical error found) occurred on the homechoice device. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.